Event description:
Surgeon reports via our sales rep, that the nail broke. The patient came back to the hospital because of pain. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.